Event description:
It was reported that customer experienced a low battery alarm at 3 a.m., but pump did not shut down and battery level decreased from 80% to an estimated 30% per day after being charged from 50%. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.